Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, saline began leaking from the device near where the tubing feeds into plastic handle of the sheath, near the scope adapter. Upon further observation, a crack was noted on the plastic part of the sheath. Neither the physician or the patient sustained any burns as the water was approximately 50 degree c and no considered "hot". The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch will be filed.